Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the telescope "ultra" the vision was cropped and had a broken component on the ocular side. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of scope vision is not good was confirmed. Based on the results of the investigation, it is likely the image from the telescope was cropped due to damage to the internal lens. However, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.